Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient had been wearing the pod on the leg for between 36 and 48 hours before seeking medical attention on (B)(6) 2025, due to confusion, feeling unwell and blood glucose readings displaying "high" with no numeric value. The patient was hospitalized from (B)(6) 2025 to (B)(6) 2026, and diagnosed with a heart attack leading to diabetic ketoacidosis. Treatment included atorvastatin, carvedilol and lisinopril. The patient was wearing the pod at the time of the medical event, and the medical team determined the issue was not related to the pod as the patient's elevated glucose levels were linked to the cardiac event. After discharge, a new pod was successfully applied.